Manufacturer narrative:
This report is being amended to reflect changes in sections. Visual inspection of the returned components found that: the threads of the hinge post extension were stripped; metallic particles were embedded in both condylar surfaces and heavy gouges and wear marks were present on the inferior surface of the articular surface component; the tibial bushing was severely damaged and presented heavy gouges and wear marks. Dimensional inspection found that the length and diameter of the hinge post extension as well as the lateral width and thickness of the articular surface component were all within specification. The tibial bushing was too severely damaged for accurate dimensional analysis. Hardness of the hinge post extension was also found to be within specifications. The device history records for the articular surface were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. These devices are used for treatment. The primary surgical notes were not provided; it is unknown whether the component was implanted with the correct fit and orientation as per the surgical technique. However, it was reported that the default torque of 15nm ((B)(6) lbs) was employed as per the surgical technique requirements.revision surgery notes state that the hinge post extension was loose but the rest of the prosthesis was fine. The articular surface was replaced with a new one of the same size; the hinge post extension and the rotating hinge knee tibial polyethylene bushing were also replaced. The package insert of this implant warns that the rotating hinge knee is a highly constrained device, therefore the risk of component breakage, loosening and polyethylene wear may be greater than for less constrained knee implants. Also loosening or fracture/damage of the prosthetic knee components as well as dislocation and/or joint instability are known adverse effects of this procedure.

Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500a. (B)(4). This report will be amended when our investigation is complete. (B)(4).

Event description:
It is reported that the patient was revised due to limited range of motion and a loose articular surface hinge pin.